Event description:
The customer reported that they received erroneous results for one patient sample tested for carcinoembryonic antigen (cea). An aliquot tube of the sample initially resulted as 42.59 ng/ml and this value was reported outside of the laboratory. The doctor called to question this result, so this same aliquot sample was repeated. The repeat result was 3.13 ng/ml. The customer then pulled the original parent tube and repeated this. The parent tube resulted as 3.09 ng/ml. The repeat result was believed to be correct. The customer stated that the patient has a history of results between 2 ng/ml and 4 ng/ml from (B)(6) 2013. The patient was not adversely affected. The cea reagent lot number was 17235604 with an expiration date of 08/31/2014. The field service representative determined the cause to be measuring cell drift. He checked the condition of the pinch tubing and syringe seals; no issues were noted. He checked pump settings and all readings were in normal ranges. He checked rinse flows and wash flow volume; all volumes were normal. He checked mechanical adjustments for all probes and no issues were noted. He ran performance testing and this recovered outside of range. He calibrated the photomultiplier tube high voltage, then repeated performance testing with all results passing. He cleared the customer calibration data and ran a blank cell calibration which passed. The customer ran calibrations on all assays on measuring cell one and all results were within normal ranges.

Manufacturer narrative:
Upon further investigation, a specific root cause could not be identified. A preanalytical issue was identified as a possible root cause.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Upon further investigation, a specific root cause could not be identified.